Event description:
It was reported that during preparation of the cardiosave intra-aortic balloon pump (iabp) unit ac cable jammed.

Manufacturer narrative:
Updated sections: b4, e1(name & email), e2, e3, g2((health prof added), g3, g6, h2, h10 corrected sections: b5.

Event description:
It was reported that during preparation of the cardiosave intra-aortic balloon pump (iabp) unit ac cable jammed. There was no patient involvement.

Manufacturer narrative:
Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit ac cable is jammed.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. User feedback that unit is in normal conditions, still using (ac power cable no issue); however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.